Manufacturer narrative:
Qn#(B)(4). The customer returned one clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. Only a broken clip was returned loose and the cartridge was not returned. The clip was visually examined with and without magnification. Visual examination revealed that the clip was broken on the pierced boss side of the hinge. The inner hinge was also broken in the middle. The clip breaking at the hinge was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip was broken on the pierced boss side of the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A loose clip was returned broken on the pierced boss side of the hinge. The clip breaking at the hinge was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
One clip got broken after ligation. The clip fell into the patient's body once, but it was immediately removed. The above issue occurred during cholecystectomy.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d2000174 was manufactured on 04/07/2020 a total of (B)(4) pieces. Lot was released on 04/15/2020. DHR investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
One clip got broken after ligation. The clip fell into the patient's body once, but it was immediately removed. The above issue occurred during cholecystectomy.